Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said their first implant "never worked" and the healthcare provider (hcp) provided "no instructions". The call center was unable to collect further information because the patient disconnected. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that they were not aware that the product "never working" was established. They last saw the patient 18 months after implant. It were arranging for the manufacturer representative to interrogate the device especially given the patient's [illegible, possibly: neurologic] issue. They reported that they did not remove the device. No further device issue alleged / identified. No further patient symptoms or complications were reported.